Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that the tubing is bent causing leakage from the reported information, there was no harm to the patient or user as a result of this leakage.

Manufacturer narrative:
Functional testing of the returned sample confirmed the customer's experience as an occlusion was observed at the tubing joint of the filter; a visual inspection identified the presence of excess solvent at the joint of the filter. The root cause of the occlusion is excess solvent being applied at the affected joint during the assembly process.

Event description:
The reported feedback suggests that the tubing is bent causing leakage.from the reported information, there was no harm to the patient or user as a result of this leakage.